Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, reservoir placed superficial; replaced submuscular. No malfunction. The reservoir was superficial and was visible/palpable under the skin. It was supposed to be submuscular, so doctor made an incision and placed the reservoir deeper so it was not visible. The reservoir was explanted same date that new one was placed. Reservoir will not be returned.

Event description:
This follow-up MDR is created to document the additional event information received for record #609416. According to the available information the implanted, inflatable, penile prosthesis was revised, and reservoir replaced on (B)(6) 2020 due the reservoir having been placed superficially. No malfunction was noted. A new reservoir was placed submuscular. Additional information received indicated that the reservoir was not being returned. It was superficial and was visible/palpable under the skin. It was supposed to be submuscular, so the doctor made an incision and placed the reservoir deeper, so it was not visible. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of a reservoir placed superficially, quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.